Event description:
(B)(4). After 2months of getting essure, I started to get tingling in arms and legs. Went to a neurologist and had tests done. No diagnosis was confirmed. Could not determine the cause. In (B)(6) 2014, my hair started to fall out.